Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device. A general reagent problem was not present, because the qc performed prior to the event was within ranges.

Event description:
There was an allegation of questionable vitamin d total g3 elecsys results from the cobas e411 rack analyzer. The initial result was 73.75 ng/ml. The repeat results were 38.90 ng/ml and 26.78 ng/ml the result believed to be correct for the patient was 17.6 ng/ml. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The field service engineer checked the system and performed system maintenance. The investigation is ongoing.